Event description:
It was reported that poor sensing values were observed. A lead dislocation was suspected. A thorax CT before lead revision revealed a perforation in the pericardial fatty tissue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.